Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was dropping unformed clips. The procedure was completed with a new device of same product code. There was no pt consequence.